Event description:
On (B)(6) 2019, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient's stoma site was red/pus filled with positive culture results for staph aureus with s. The patient was prescribed cotrimoxazole for one week. The stoma site infection was not resolved and an additional course of cotrimoxazole was prescribed. Device is still in use.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.